Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: the quality investigation is complete.

Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.